Event description:
Surgical clamp inserts were applied onto clamp in usual fashion. Clamp was placed on portal vein during liver transplant. When clamp was removed, surgeon noticed that the soft pad was separating from the part that seats onto the clamp. No patient harm.what was the original intended procedure?liver transplant.device #1is this a laboratory device or laboratory test?no.